Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 400mg/dl and trace or moderate levels of ketones that resulted in the customer visiting the emergency room (ER). While in the ER, the customer received treatment via intravenous therapy, the customer was uncertain whether treatment was received via an insulin drip. The customer was released from the ER 5-6 hours later with a bg level of 290mg/dl. Once out of the ER, the customer successfully lowered their bg levels to target range. Reportedly, the customer reverted to manual injections for insulin therapy.